Event description:
It was reported that a home patient (hp) experienced a use error regarding a homechoice cassette during peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to connecting and initiating the therapy. The technical service representative (tsr) advised the hp to start over with new supplies. The tsr explained to the hp the importance of not connecting until lines are completely primed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the patient line before it was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.